Event description:
Patient was revised to address metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2012: litigation documents were received. Litigation alleges that the patient suffered pain, stiffness, discomfort, and weakness which in turn negatively affected the patient's mobility and quality of life and necessitated a revision surgery and the resultant pain following surgery and recuperation/rehabilitation period and physical therapy. Subsequent to his revision surgery the patient underwent an irrigation and debridement for a post-operative hematoma. The patient's ability to perform normal physical activities has been consequently limited. There is no new information that would change the outcome of the investigation.